Event description:
The laser system has the following problem: chiller 1 component is low power, then does not turn on. No adverse effects to patients were reported.

Manufacturer narrative:
We are waiting for additional information from the distributor. We are unaware about patient injury.